Event description:
After an implant duration of about 6 months, it was reported that during a routine f/u, the device was found in eri with a shock impedance >150 ohm, so it was explanted. No adverse pt side effects have been reported.